Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coelioscopy, at the first insertion of the needle into the urethra to start the ves ico-urethral anastomosis, the thread broke and the needle was removed from the wire and thus disappeared into the urethra. The surgeon had difficulties in finding it but finally removed the device from the patient. There was no patient injury.